Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial/batch number: (B)(4); model/catalog description:  linear st lead kit 50 cm. Model number/catalog number: sc-1200; serial/batch number: (B)(4); model/catalog description:  precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients clik anchor had migrated and was protruding the skin. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients clik anchor had migrated and was protruding the skin. The patient underwent an explant procedure.